Manufacturer narrative:
The evaluation found the event insertion tube has coating peeling (1mm or more). The customer reported issue was confirmed as the scope failed the leak test due a cut on the bending section cover. Additionally, the service technician noted the following: light guide lens has discoloration, distal end has a dent, adhesive on bending section is detached, connecting tube has a wrinkle, stretched angle wire causing up/down direction does not meet the standard value, the image has shadows due to damage on charged coupled device unit, light guide bundle has breakage and the connecting tube has a dent and scratch. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer was informed by the customer that the bronchovideoscope reportedly has a bending section cover leakage. No inspection could be done on-site. The device was returned for service and during the inspection, the service technician found the coating of the insertion tube is peeling off (1mmsq or more) due to deterioration. No patient injury or harm was reported to olympus.

Manufacturer narrative:
Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the investigative results, it was presumed that the cause was the following: ·physical stress - the insertion section interfered with and was rubbed against the mouthpiece. - the device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. ·chemical stress - a non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. - the device was reprocessed by using a detergent solution which was not recommended by olympus. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU: ·if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution: use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. Olympus will continue to monitor field performance for this device.

Event description:
The customer's reported bending section cover leak was found during reprocessing.

Manufacturer narrative:
This report was submitted to provide additional details of the event (b5) and the reporter (section e).